Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received. The device history record review showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (adaptor,snap-on flowmeter, french) batch # 2-2915742, 3-2815741, 3-2815742, 3-2915742 & 4-2815741 during the manufacture of the material. No sample available from the customer to investigate. Continue to monitor feedback from the customers on issues related to lack seal of the adapter screw connected to oxygen supply. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported (lack of the adapter screw seal connected to oxygen)it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that there is a lack of the adaptor screw seal that is connected to oxygen. There's a dispersion of oxygen and it's not possible to control the oxygen flow to the patient. Another adaptor was used. The patient was cyanotic (hypoxia).